Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure of image loss was confirmed. A root cause could not be identified. However, based on the results of the investigation, it is likely due to image sensor cable was identified as being kinked. Due to the kink, the image sensor cable was broken or had short circuit which led to the image noise. The cable may have been kinked by massive external stress such as excessive twisting and bent. . A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during a therapeutic laparoscopic incision, the videoscope had a temporary image loss. The procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.